Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.investigation summary:the reported issue of presenting a rate inaccuracy and being found off is being attributed to user error, a review of the devices event logs showed that the infusion had been interrupted manually.on the reported date of the event, around the reported time at 4:27 pm the user restored a previous infusion on suspect pump module s/n (B)(6) which is believed to be the incident infusion, it was observed during the log review that the infusion was a previous remote IV message infusion received on (B)(6) 2026 (previous parameters were registered as: rate=42 ml/h; volume to be infused (vtbi)=2011 ml; tpn (drugid=770)). This contradicts the facility report of the suspect pump module being found off and not being touched since it was identified that the suspect pump module was removed and shortly added back again by the user without reprogramming the infusion 8 hours earlier, meaning that the suspect pump module remained idle from 8:33 am until it was restored at 4:27 pm (this is related to the root cause of the reported complaint).on (B)(6) 2026 at 5:59 pm a remote IV message was received with the following infusion parameters: rate=42 ml/h; volume to be infused (vtbi)=2011 ml; tpn (drugid=770); primary volume infused (pvi)=15.776 ml; secondary volume infused (svi)=515.088 ml.on (B)(6) 2026 at 5:45 am the user paused the infusion, the user selected restart 7 minutes after. Pvi=509.965 mlat 8:33 am the unit was removed (infusion stopped, the device was connected via the female iui port since the concomitant pump module on channel a was not removed, this infers that the device was removed manually since it was later added with an additional concomitant pump module), the pcu module alarmed channel disconnected and the user selected confirm. The unit was added five seconds after along with an additional concomitant pump module, label reassigned to channel c (user did not reprogram the infusion). Pvi=622.785 mlfrom 8:33 pm to 4:32 pm the unit was idling (this contradicts the facilitys report of the module with tpn was off since there were no observed additional unit added logs).at 4:27 pm the user restored previous infusion with a rate of 42 ml/h and vtbi of 1403.99 ml.the log review of the suspect pump and pcu modules error logs showed no relevant errors to the reported complaint.the inspection and testing process did not identify any malfunctions. The inspection of the suspect pump and pcu modules revealed no obvious issues or anomalies with the returned device that could be linked to the reported complaint. All inspected components were manufactured by bd.rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specificationlaboratory test results showed that after fifteen minutes of ambulatory testing no channel disconnects or malfunctions were observed.the administration set involved in the incident was not returned for testing, therefore it could not be determined if any faults existed at the time of the event.it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. The alaris system user manual v12.3 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The manual provides details on proper inspection of inter unit interface (iui) connectors.best practices for cleaning bd alaris system devices states do not use chemicals that can damage the instrument s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty.clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors.inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks.confirm that the instruments and iui connectors are thoroughly dry before using them again.before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door.the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).root cause:the root cause of the report of the device presenting a rate inaccuracy and being found off is being attributed to user error, a review of the devices event logs showed that the infusion had been interrupted manually by removing the suspect pump module to attach it again with an additional concomitant module, the suspect pump module remained idling until the infusion was restored eight (8) hours after. Laboratory testing found the suspect pump module to be working within specification.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had infusion accuracy issue. Total parenteral nutrition (tpn) was programmed at 42 ml/hour with volume to be infused (vtbi) of 516 ml through peripheral IV tubing. The total volume of bag was approximately 2300 ml. The actual volume infused was 236 ml. At 1600 the clinician went to infusion verify in epic which showed only 84ml of tpn infused. The tpn was supposed to infusing at 42ml/hour. I visually I looked at the pump and saw the module with tpn was off. I had not touched or shut this off at all during the shift. I had several IV antibiotics this shift to hang and the tpn was on the opposite side of the pump. After noting the tpn did not infuse during infusion verify at 1600, the clinician went to the pump--visually checked connections of the module which seemed intact and then turned on the module and restarted the tpn. There was patient involvement, but no harm.